Event description:
It was reported that patient has stiffness, achiness, swelling, and limited range of motion. Additional event description submitted by sales rep - (B)(6) 2012: it was reported that the components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.